Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered fluid within the cassette compartment of their cycler coincident with peritoneal dialysis therapy. The patient stated that they had been unable to dialyze on the cycler for two days following a reported fluid leak. Upon reviewing the patient¿s treatment history, it was identified that during the treatment leading up to the leak, the patient had experienced an m31 air detected in cassette alarm during drain two of four of peritoneal dialysis therapy. It was noted that the patient had drained 153 ml of an expected 2002 ml at the time of the alarm. When the patient was unable to bypass the alarm, the technical support representative advised the patient to cancel treatment and reboot/reset the cycler. Upon removing the supplies, the patient found fluid within the cassette compartment of their cycler. When notified of the leak, a technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. Upon follow up with the peritoneal dialysis registered nurse, it was verified that the patient was able to continue with their peritoneal dialysis therapy using manual supplies when the cycler was not available. The patient did not develop any symptoms or require medical intervention as a result of the issue. The cassette used at the time of the leak was discarded. The patient has received a replacement cycler and is continuing with peritoneal dialysis therapy. Additional information was requested but is not available.